Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the subject device, service could not reproduce or confirm the reported blurred image. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit; damage or deformation of the connector; movable l-range sliding error that occurred in the zoom scope; blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual. Important information ¿ please read before use: warnings and cautions. During the device evaluation, service found the zoom function at the bending section was not working due to damage to the charge coupled device (ccd) unit. Switch 1 was dented and leaking, the switch box was broken, and switch 2 was not working. In addition, the insertion tube had a perforation and was leaking, and the root of the insertion tube was wrinkled. The scope connector and electrical connector had corrosion due to fluid ingress. The suction cylinder and instrument channel port were worn, and the light guide tube was wrinkled. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was received at an olympus service center with a report of blurry image, switch leaking, and insertion part dented. The issues were found during preparation for use. The facility used a similar device to complete the unspecified procedure without any delay. There was no patient or user injury reported. This report is being submitted for the blurred image.